Event description:
Consumer reported intermittent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent out of range signal. Based on the evaluation, no product deficiency was identified.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
The reported device was not returned; however a transmitter was (sn (B)(4), mfg date: 7/10/2013) was returned for evaluation and there was no issue detected.